Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in an un-sealed pouch. There are no seal markings on the pouch; it was determined that the pouch was not sealed per process and had missed two inspections. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that packaging has no seal. A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use. However, upon opening the package, the product was not sealed. The procedure was completed with another of the same device. There were no patient complications reported.